Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17jun2020.

Event description:
It was reported that the unit had a touchscreen calibration failure and was unresponsive in the upper section of the screen. There was no patient involvement. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the touchscreen and the issue was resolved.

Manufacturer narrative:
G4: 29sep2020. B4: 13oct2020. The touchscreen assembly was received for evaluation. The visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. A failure investigation (fi) technician installed the touchscreen a fi ventilator to verify and test the functionality. The returned touchscreen assembly was found to have upper left - lower right and upper right - lower left resistance measurements to be out of specification. The fi technician confirmed the reported complaint with the returned touchscreen assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.